Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable due to they stopped using and recharging their scs system over a year ago. Reportedly, the patient requires an MRI due to a stroke. As a result, surgical intervention is pending for a future date.

Event description:
Additional follow-up revealed surgical intervention was undertaken on (B)(6) 2018 where the entire system was explanted.